Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the physician successfully performed pulse field ablation portion of exam when the hemostatic valve begin to leak upon removal of the farawave catheter. Flow leak increased and was uncontrollable upon removal of the catheter. Physician was unable to perform post mapping for procedure. The procedure was completed with an alternative method. No patient complications occurred. The device is expected to be returned for analysis.